Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ pelvic/ abdominal') and uterine infection ('uterine infection') in a 42-year-old female patient who had essure inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. On(B)(6) 2007, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding ¿ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("pain ¿ pelvic/ abdominal") and dyspareunia ("dyspareunia"). The patient was treated with hysterectomy (full), salpingectomy (bilateral removal of and surgery (hysterectony (full), salpingectomy (bilateral), oophorectomy (bilateral),). Essure was removed on(B)(6) 2012. At the time of the report, the pelvic pain, uterine infection, abdominal pain and dyspareunia outcome was unknown and the genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine infection and vaginal haemorrhage to be related to essure. The reporter commented: the plantiff received treatment for pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, , menorrhagia, genital haemorrhage, uterine infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion(per pfs) hysterosalpingography shows presence of bilateral essure device with non-visualization of the right and left fallopian tubes. No definite extra luminal contrast extravasation into the peritoneal cavity was seen and therefore patency of either tunes was not demonstrated (per mr). Imaging procedure - on (B)(6)2008: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6)2012: uterus and cervix, hysterectomy - weakly proliferative endometrium - leiomyoma - mild chronic cervicitis and squamous metaplasia right and left ovaries, excision- no pathologic diagnosis right and left fallopian tubes, excision -no pathologic diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events were added: abnormal bleeding (vaginal), reporter information were updated. Lab data, event outcome were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ pelvic/ abdominal') and uterine infection ('uterine infection') in a 42-year-old female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding ¿ menorrhagia") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), genital hemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("pain ¿ pelvic/ abdominal") and dyspareunia ("dyspareunia"). The patient was treated with hysterectomy (full), salpingectomy (bilateral removal of and surgery (hysterectony (full), salpingectomy (bilateral), oophorectomy (bilateral),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine infection, abdominal pain and dyspareunia outcome was unknown and the genital hemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital hemorrhage, menorrhagia, pelvic pain, uterine infection and vaginal hemorrhage to be related to essure. The reporter commented: the plantiff received treatment for pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, , menorrhagia, genital hemorrhage, uterine infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion(per pfs). Hysterosalpingography shows presence of bilateral essure device with non-visualization of the right and left fallopian tubes. No definite extra luminal contrast extravasation into the peritoneal cavity was seen and therefore patency of either tunes was not demonstrated (per mr). Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2012: uterus and cervix, hysterectomy. Weakly proliferative endometrium. Leiomyoma. Mild chronic cervicitis and squamous metaplasia. Right and left ovaries, excision- no pathologic diagnosis. Right and left fallopian tubes, excision -no pathologic diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ pelvic/ abdominal'), uterine infection ('uterine infection') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain ¿ pelvic/ abdominal"), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia") and menorrhagia ("bleeding ¿ menorrhagia"). The patient was treated with surgery (hysterectony (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine infection, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and uterine infection to be related to essure. The reporter commented: the plantiff received treatment for pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, , menorrhagia, genital haemorrhage, uterine infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received: pfs received: information received from 06-sep-2019 was incorrect due to this events was deleted migraines, nausea, hormonal changes and weight gain. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ pelvic/ abdominal'), uterine infection ('uterine infection') and genital haemorrhage ('gen. Abnorm. Bleed') in a female patient who had essure inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain ¿ pelvic/ abdominal"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("bleeding ¿ menorrhagia"), migraine ("migraine") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine infection, abdominal pain, dysmenorrhoea, dyspareunia, migraine, nausea, hormone level abnormal and weight increased outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, uterine infection and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, , menorrhagia, genital haemorrhage, nausea, hormone level abnormal, uterine infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Removal date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, migraine, nausea, hormone level abnormal, weight increased, uterine infection. Lab details added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.